Event description:
As reported to sales, a mitral valve was explanted after approximately 9 years implant duration due to stenosis and structural valve deterioration. Per medical opinion provided, the explant was due to stenosis and structural valve failure "early after nine years." The surgeon was unable to provide information as to the reason for the initial implant. Patient status was reported as stable.

Manufacturer narrative:
Evaluation summary attached: customer report of stenosis was confirmed. Moderate calcification was observed in the cusp area of leaflet 1. The free margins of leaflets 1 and 3 exhibited minimal to moderate calcification, free margin of leaflet 2 exhibited minimal calcification. Heavy host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 10mm. Host tissue was minimal at the stent inflow and heavy at the stent outflow. Host tissue fused leaflets 1 and 2 at commissure 2 on the outflow aspect by approx 6mm and leaflets 2 and 3 at commissure 3 on the outflow aspect by approx 10mm. Calcification and host tissue restricted mobility in the leaflets and led to stenosis. The x-ray demonstrated calcification, no visible damage to wireform. Method: x-ray. Additional manufacturer narrative: the product evaluation concluded the device was explanted due to stenosis as the result of heavy host tissue and moderate calcification. These are patient factors that contributed to the stenosis after an implant duration of approximately nine (9) years. No patient information is forthcoming from the health care provider due to patient confidentiality. There were no patient comorbidities provided that would possibly relate to the calcification and heavy host tissue. When asked, the surgeon was not able to provide the initial reason for implant of the device that might explain existing contributing factors nor was the patient¿s present health history provided due to patient confidentiality. The precise implant date remains unknown, only the year was provided. The patient¿s last reported status was ¿stable¿. No hospital reports or echocardiography are available. No additional information has been provided. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.